Event description:
The clinic reported they had twelve customvue pts treated in 2009 that were over corrected by 1.50 to 2 diopter. The clinic declined to provide detailed pt data.

Manufacturer narrative:
The equipment was examined and tested by an amo field service tech at the clinic location and the excimer laser and wavescan were found to be operating properly. The amo clinical development specialist spoke with the clinic and they indicated that a substitute tech was working with them on the day of the event. Once their regular tech returned they reported that the pt outcomes looked great. No further details will be provided on the 12 pts that were reported to be overcorrected. The best corrected visual acuity for each of the pts is not available to amo, and amo has been unable to confirm the report.